Event description:
Reporter alleged blood glucose result of lo (less than 10 mg/dl) and also 234 mg/dl (which is also the code number) immediately after the undosed, expired test strips were placed in the meter on the active s system. It was also reported that the lo result was obtained from the memory as the customer did not recall obtaining it and that the other results of 234 mg/dl were missing from the memory. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.